Event description:
It was reported that the pt thinks her settings have reverted back to 3 hours off time and she was having some side effects (unspecified). She thinks the physician's handheld was acting up which caused the reset. The reset has not been confirmed and the pt has not seen the physician yet. Attempts for further info have been unsuccessful to date.